Event description:
It was reported that the patient experienced inflation issues due to incorrect sizing with an inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient is currently in recovery. No more information available at the moment. Should additional information become available, it will be provided.